Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD). The shock was due to misinterpretation of atrial fibrillation with rapid ventricular response. Antitachycardia pacing (atp) was delivered, sped up the rhythm to ventricular fibrillation and the patient was shocked. The device was replaced to a dual chamber device. The patient was stable.